Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the quality investigation, there was debris build up inside the device. This condition could cause the device to not retain the pin.

Event description:
It was reported that the device would not retain a pin while setting up for a procedure. The account used a back up to complete the procedure with no delay, and no allegation of adverse consequences.